Manufacturer narrative:
(B)(4). The pipeline flex push wire was returned for evaluation with the microcatheter; the remainder of the pipeline flex was not returned. As received, the push wire was found outside the microcatheter. The push wire appeared to be bent distally. Based on evaluation of the returned devices, the customer's complaint of pipeline flex failure to open could not be confirmed because the pipeline flex was not returned. The cause for the experience reported could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Reference (B)(4).

Event description:
Medtronic (covidien) received report that a pipeline flex opened irregularly. The pipeline flex was deployed out of the microcatheter by unsheathing and appeared to open irregularly. The entire system was removed from the patient. There was no report of patient injury as a result of this event.

Event description:
Medtronic received additional event information: the patient was undergoing the pipeline flex procedure to treat an unruptured, fusiform aneurysm in the left, cavernous carotid ophthamic artery. Landing zone artery size was 4.5mm proximal and 4.1mm distal. The vessel was moderately tortuous. A continuous heparinized saline flush was used as per IFU. It was reported that the middle and distal section of the pipeline flex appeared to open irregularly. After the pipeline flex was removed, the procedure was completed without issue using a different device.